Event description:
Customer called in for assistance programming his insulin pump. During the call, customer mentioned that he saw his doctor for high blood glucose levels. He reported having highs and vomiting for 3 days. At the doctor's office, customer's insulin pump settings were changed to a sliding scale. Customer left the hospital with a blood glucose level in the 200s. After that, botox was injected into customer's stomach. When customer started using the insulin pump again, he had blood glucose levels in the 500s. He corrected with a bolus. Within a day and a half, customer's blood glucose level was down near the 120s. Customer uploaded his meter data to carelink, but had trouble finding it because the time on the insulin pump was set wrong. Customer was assisted in programming his insulin pump correctly. Customer stated he thinks his highs are related to the people at the hospital changing the settings in his pump, and does not have anything to do with the pump not functioning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.